Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. A different lead was used and implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of loss of capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.